Event description:
Patient's representative reported right side fatigue syndrome (not device related) and pain in breast. Patient's representative later reported capsular contracture baker IV and concern about the risk of developing cancer. The patient was also under 22 years of age when the device was implanted. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported fatigue syndrome and for 2 years of pain in breast. On (B)(6) 2023 dr. (B)(6) diagnosed capsular contracture baker IV on both sides. Patient was not informed about the recall of their implants so they are always worried about the risk of developing cancer. This relates to the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Chronic fatigue syndrome-ndr: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Calcification: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6

Event description:
Patient representative reported fatigue syndrome and for 2 years of pain in breast. On (B)(6) 2023 dr. (B)(6) diagnosed capsular contracture baker IV on both sides. Patient was not informed about the recall of their implants so they are always worried about the risk of developing cancer. This relates to the right side. Device has been explanted.